Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in the range of 400 mg/dl. The customer was treated with manual injections and insulin pump. The customer declined to troubleshoot for high blood glucose level. The customer reported that the insulin pump had partial display, reservoir compartment and lip ring dislodged, no delivery alarm. The customer reported that the insulin pump had a small black circle was appearing on the screen. The customer also reported that he was used tape to secure the reservoir into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.